Manufacturer narrative:
Product complaint # (B)(4). Device received at investigation site.

Manufacturer narrative:
Visual examination at the macroscopic level revealed a fracture located at the driver shaft¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report notes that the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver shaft underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the instrument¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the driver shaft underwent a quasi-static overload torsional shear failure. No corrective action/preventive action (CAPA) is necessary at this time as no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conduced. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital. The reported product was used in revision for stabilizing between l3 and l5 on (B)(6) 2017. An initial surgery was performed for lumbar spinal canal stenosis on an unknown date. This initial surgery resulted in screw loosening (supplied by unknown manufacturer) and cage back-out (supplied by unknown manufacturer). While the surgeon was inserting a viper screw (part number unknown) in the revision, the tip of the driver shaft (286725020) broke off, and some fragments stuck on the screw. But the surgeon was able to remove the fragments. The surgery was delayed by five minutes. There was no adverse consequence to the patient. The surgeon commented that there were no malformation on the driver shaft before the surgery. Also, the driver shaft was used in proper manner.